Manufacturer narrative:
(B)(4). Device evaluation: the actual device was not returned to baxter for evaluation; however, a photograph of the device was returned for evaluation. A visual examination was performed. Visual examination confirmed the reported condition of a ruptured reservoir. The root cause investigation is currently being performed under CAPA # idc-CAPA-(B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoirs of two intermate lv250 devices ruptured during patient use. This is report number 1 of 2. The devices were infusing the patient with filled with fortum when the reservoirs ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.